Manufacturer narrative:
This report is submitted on october 23, 2020.

Event description:
Per the surgeon, the patient experienced a breakdown of the wound which was secondary to an infection at the implant site. There were 4 revision surgeries to resolve the infection and wound breakdown, the first being in (B)(6) 2020 and the last being in (B)(6) 2020. The implant remains in-situ.